Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user had transposed the carbohydrates and insulin units values when entering values into the pump, and subsequently over-delivered insulin. Blood glucose level lowered to below 40 mg/dl. The user consumed food and drinks to address bg level.